Event description:
It was reported that x-rays taken approx 2 1/2 months post op showed that a set screw was loose. Pt returned for follow-up approx 8 1/2 months post op with lower back pain. X-rays showed loosening of the hardware with the set screws in soft tissue. A revision surgery was performed.